Event description:
It was reported implantable pulse generator (ipg) had impedance issues. Symptoms were reported as less than 50% therapy relief. Lead impedance was tested, which seemed fine but when connected to the ipg it was greater (>) than 4000 ohms. Ipg was explanted and replaced. The explanted igp appeared to have a visible dent in the front. Company representative felt "dent" finding needed to be investigated to be ruled out as cause for impedance issue. Patient status reported as "alive - no injury/no adverse event". It was later reported patient was a kick boxer but it was unknown if he was kicked and dented the ipg. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found that the device was dented but it did not affect the device performance. The device was functionally okay with no significant anomaly.

Manufacturer narrative:
(B)(4).